Manufacturer narrative:
Customer reported that a pyxis anesthesia es system unexpectedly stopped responding during a procedure. The customer stated that the device rebooted and initiated an operating system update. The nature of the procedure and the length of the delay were not disclosed. Patient or user harm was not reported. This event is recorded in complaint number (B)(4). A technical support specialist evaluated the device and determined the reboot process was initiated by the customer; the station then initiated operating system update installation. The technical support specialist disabled the station's auto update setting to resolve. Device confirmed operational.

Event description:
Customer reported that a pyxis anesthesia es system unexpectedly stopped responding during a procedure. The customer stated that the device rebooted and initiated an operating system update. The nature of the procedure and the length of the delay were not disclosed. Patient or user harm was not reported.

Event description:
Customer reported that a pyxis anesthesia es system unexpectedly stopped responding during a procedure. The customer stated that the device rebooted and initiated an operating system update. The nature of the procedure and the length of the delay were not disclosed. Patient or user harm was not reported.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: a1, d1, d4, d5, h6, h11. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 11-mar-2021 to 11- mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system unexpectedly stopped responding during surgery. The technical support specialist found that the station had rebooted and updated by itself. He configured and disabled the station auto update to resolve the issue. The system functioned as intended after the technical support specialist accessed the device.